Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that this right atrial lead oversensed noise. A review of a chest x-ray showed the right atrial lead appears to have an insulation breech near the clavicle/first rib area. The right ventricular lead was unremarkable. The patient is intermittently pacemaker dependent, however, the oversensing of noise did not cause asystole greater than two consecutive seconds in duration. Attempts to recreate the noise were unsuccessful. No adverse patient effects were reported. As of today the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.